Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. This event occurred three times. The following information was provided by the initial reporter: translated to english. The customer stated: the gel in 8.5ml sstii gel was found to get above the blood layer. During on site inspection of the affected tubes, noted that in some of the tubes, the gel was not separated properly. Additional information: for one of the patient, a recollection by done using 8.5ml sst with a different lot number. Lot no 006792 patient 1sample 2 & lot no 0188031 patient 1 sample 1. The outcome was the same with abnormal gel separation. The abnormal gel separation was apparent in the same clinic where by the samples were collected. The patient samples were collected on different days.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 4 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Four retained tubes from the same lot number were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed based on the photos provided. All other testing performed was satisfactory. A root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. This event occurred three times. The following information was provided by the initial reporter: translated to english. The customer stated: the gel in 8.5ml sstii gel was found to get above the blood layer. During on site inspection of the affected tubes, noted that in some of the tubes, the gel was not separated properly. Additional information: for one of the patient, a recollection by done using 8.5ml sst with a different lot number. Lot no 006792_patient 1 sample 2 & lot no 0188031patient 1 sample 1. The outcome was the same with abnormal gel separation. The abnormal gel separation was apparent in the same clinic where by the samples were collected. The patient samples were collected on different days.